Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that during a diamondback sanding procedure, an unknown armada 35 balloon dilatation catheter (bdc) was advanced to the lesion to post dilate the lesion. The balloon was deflated and the balloon appeared not re-wrapped properly and there was difficulty with removal through the 6 french non-abbott sheath, but the armada balloon was able to be removed through the sheath and the procedure was complete. There was no clinically significant delay in the procedure or no adverse patient effects reported. There was no additional information provided.